Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: the label was verified to indicate use for the right medial/ left lateral side. Since the device remains implanted, it was not returned for evaluation; nor were any x-rays returned for evaluation. At this time, the cause of the complaint appears to be surgeon confusion. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the incorrect device was implanted into the right knee of the pt.